Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On 12-june-2024, it was reported by the patient that he receives an alarm. In troubleshooting blockage was found in tubing. No further information was available.